Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6) batch/lot number: 15184507. Model/catalog description: linear st lead kit 50 cm.. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) leads of the patient had impedances. The patient underwent a scs lead replacement procedure, was doing well postoperatively and the explanted devices were kept by the facility.